Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that this patient's right ankle was revised approximately 9 months post initial operation. The vantage ankle replacement was removed due to infection - multiresistant mrsa. The tibial component was infected in the anterior aspect, but all three components were removed and replaced with a cement spacer. All three vantage components looked to be in-tact with no damage or degradation at removal.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: h3: the reason for the reported revision due to infection cannot be conclusively determined; however, it may be related to an underlying patient condition and/or the surgical procedure. H6: health effect: impact code, component code, type of investigation, investigation findings, investigation conclusions.